Manufacturer narrative:
(B)(4): balloon loss of pressure was caused by a radial tear approximately 4mm from balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. (B)(4): balloon loss of pressure was caused by a longitudinal tear approximately 4.5 mm from balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. (B)(4): balloon loss of pressure was caused by a longitudinal tear approximately 4.5 mm from balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. The review of the lhr (lot f1105502) indicated that the mynx device met all established performance criteria prior to shipment. This MDR is connected to 3004939290-2011-00148 and consists of 3 separate patient identifiers ((B)(6)).

Event description:
It was reported by (B)(6), that a patient underwent a peripheral but unknown type of procedure on (B)(6) 2011. Access was obtained at the common femoral artery (cfa) via an unknown size cordis procedural sheath. A pre-procedural femoral angiogram showed no visible calcium but the groin was reportedly scarred. Post procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. It was reported that when the physician was attempting to retract the balloon to the distal tip of the sheath, a balloon loss of pressure occurred. The device was removed and another mynx was prepped and deployed but the same thing happened. The physician removed the cordis sheath and switched to an unknown size merritt sheath. A 3rd mynx device was prepped and deployed but a balloon loss of pressure also occurred. The physician tried a fourth mynx, and balloon loss of pressure occurred. It was also reported that a hematoma developed at the access site. The patient was converted to manual compression where successful hemostasis was achieved and subsequently resolved the hematoma. The patient tolerated the procedure well and was discharged to home without patient clinical sequela reported. No further information was provided.